Event description:
A representative at the facility reported a colleague pump with an upstream occlusion. The event occurred during pt use. When the pump stopped infusing, the nurse tried to reset the pump and kept getting the same upstream occlusion error. The pump was swapped out without incident. There was no pt injury or medical intervention. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of an upstream occlusion that failed to infuse as intended during pt care was not confirmed or duplicated during product evaluation. No further action was taken concerning the reported condition. The pump was tested and returned within specification.